Event description:
Renal dialysis rn reported 4th incident of crack in barrel of 10 cc syringe since 11/2/93. The 12/1/93 incident resulted in the pt coding. Mgr of sales and customers of co were notified by phone voice mail on 1/3/94. A copy of this report and the cracked syringe is being forwarded to him. No pt care involvement.